Event description:
It was reported while advancing the guidewire into the left atrium through the swartz braided introducer, the guidewire perforated the heart and was noted in the pericardium. Following successful transseptal puncture with a sjm brk needle, the needle was removed from the swartz braided introducer and the guidewire was advanced through the introducer to assist with positioning in the left atrium. At this time, it was noted that the guidewire was in the pericardium. The guidewire was removed and the procedure was aborted without no further consequences to the pt.

Manufacturer narrative:
One guidewire was received for eval. Visual inspection revealed the guidewire was kinked 2.6 inches proximal from the j curve end of the guidewire. The outer diameter of the guidewire measured .032 inches which is consistent with the correct outer diameter for this reorder number. The root cause classification is consistent with operational context as device performance was limited due to anatomical/procedural factors.